Event description:
It was reported that the Clinical Sales Representative (CSR) informed the Technical Service Engineer (TSE) that the right High Resolution Stereo Viewer (HRSV) monitor was dark. There was no reported injury.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) will be dispatched to the customer site to further investigate the reported event.